Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 04-aug-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent birth control. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal pain, and abdominal bloating. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. In or around (B)(6) 2012, plaintiff underwent a hysterectomy to remove the essure coils. Company causality comment: this not medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe chronic pelvic pain. This event is listed in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on essure safety profile, positive temporal relationship, and lack of alternative explanations, this event was assessed as related to essure use. This case was regarded as incident since intervention was required to removed essure. Other nonserious events were reported. Product technical analysis is expected. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("uterus contained an essure coil within the endometrial cavity"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain") and abdominal distension ("abdominal bloating."). The patient was treated with surgery (total abdominal hysterectomy and right ovarian cystectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device expulsion, pelvic discomfort, menorrhagia, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, device expulsion, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: as per mr, discrepancy noted in date of removal: (B)(6) 2012 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Reporter information, patient's medical history, event: uterus contained an essure coil within the endometrial cavity, auto narrative supplement and rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("uterus contained an essure coil within the endometrial cavity"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding") and abdominal distension ("abdominal bloating."). The patient was treated with surgery (total abdominal hysterectomy and right ovarian cystectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device expulsion, pelvic discomfort, abdominal pain, menorrhagia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, device expulsion, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: as per mr, discrepancy noted in date of removal: (B)(6) 2012. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 06-sep-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this not medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe chronic pelvic pain. This event is listed in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on essure safety profile, positive temporal relationship, and lack of alternative explanations, this event was assessed as related to essure use. This case was regarded as incident since device removal was required. Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.